Manufacturer narrative:
(B)(4). Approximate age of device - 21 days. The pump remains in use supporting the patient. A direct correlation between the device and the reported infection could not be conclusively determined. Pump pocket and local infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The patient had been recently discharged on (B)(6) 2016 when on (B)(6) 2016, the patient developed a fever with temperatures as high as 102 degrees fahrenheit as well as drainage from the chest and left groin incision sites. Unspecified blood cultures were negative at the time. On (B)(6) 2016, a wound culture from the chest was positive for (B)(6). A computed tomography (CT) scan of the patient's chest showed a fluid collection superior to the lvad pump, with a tract of fluid extending to the anterior skin surface. The patient was treated with IV cefepime and was switched to IV vancomycin. On (B)(6) 2016, the patient was discharged with home IV vancomycin. No further information was provided.